Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. There were no abnormalities observed. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy procedure, the surgeon was able to open and close the jaws of the de vice, but after closing the jaws on the stomach tissue, he was not able to press the green button. Another handle and reload was used to complete the case. There was no patient injury.